Event description:
Product analysis (pa) was completed on the returned generator. The reported allegations of ¿high impedance¿ and ¿suspected generator issue¿ were not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.929 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 0.523% of the battery had been consumed. The >25% change from normal to high impedance occurred on the following days: 1/8/2020: prechange value ¿ 1014 ohms and postchange value ¿ 14631 ohms; 1/8/2020: prechange value ¿ 14631 ohms and postchange value ¿ 19823 ohms; 1/20/2020: prechange value ¿ 19823 ohms and postchange value ¿ 4050 ohms; 2/3/2020: prechange value ¿ 4050 ohms and postchange value ¿ 18518 ohms. There are no additional performance, or any other type of adverse conditions found with the pulse generator. It was found that there was normal impedance during the time of the implant surgery.

Event description:
The explanted product was received for product analysis and is currently ongoing.

Event description:
It was reported that the patient's battery was being replaced due to being end of life, however upon inserting the existing lead with a new m106, the impedance was found to be high. The lead was then disconnected and re-inserted into the old generator as it was still able to be interrogated. Impedance was found to be ok. The lead pin was then re-inserted back into the m106, however there was still high impedance. A second m106 was opened and connected to the lead. There was high impedance as well which is being reported in MFR report # 1644487-2020-00275. The physician decided to stop the procedure and reconnected the old generator and reprogrammed it as the patient has been seizure free with vns. There was no impedance issue with the old generator. The patient was later brought back in and had the generator replaced with an m103. Impedance was found to be ok with no issues. It was stated that system diagnostics was performed multiple times with both m106 and that the physician was fully inserting the pin in the connector block, however a test resistor was not used to test the generators. Device history records for both m106 generators were reviewed. The generators passed final quality and functional specifications prior to release. No device has been received for product analysis to date. No additional relevant information has been received to date.